Manufacturer narrative:
Additional information was received indicating that the severe aortic insufficiency appeared to be central regurgitation on the angiogram. It was noted that an echocardiogram was not utilized confirmed if it was central regurgitation or paravalvular leak (pvl). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that following the deployment of the first valve, severe aortic insufficiency was reported. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A post implant bav was also no performed. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, in a patient with an aortic root angle of 63 degrees and a dilated porcelain aorta, the valve was fully deployed at a depth of 4mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc). Upon release, the patient¿s diastolic pressure was low. An angiogram was performed in the left anterior oblique (lao) projection and showed the valve had dislodged supra annular off the ncc and 4mm deep off the lcc. Due to the large sinotubular junction and coronary sinuses, and porcelain aorta, the implant team did not snare the valve. Subsequently, a second valve was loaded onto a new delivery catheter system and implanted 8mm deeper than the frame of the first valve into the aortic position. No additional adverse patient effects were reported.